Event description:
It was reported that while drawing insulin with 3 bd insulin syringes with bd ultra-fine¿ needle the plungers fell out. The following information was provided by the initial reporter: it was reported that plunger rod and stopper fell out of syringe when drawing up insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 02/09/2021. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper fell out of syringe when drawing up insulin. Customer states that the plunger rod fell out of syringe when drawing up insulin. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing insulin with 3 bd insulin syringes with bd ultra-fine¿ needle the plungers fell out. The following information was provided by the initial reporter: it was reported that plunger rod and stopper fell out of syringe when drawing up insulin.